Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia overnight while using the ilet with a contact detach infusion set and noted a highest blood glucose of 285 mg/dl, with values outside of range for several hours until trending downward after changing supplies; no device alarms were reported and troubleshooting and education were completed. Symptoms included elevated blood glucose without ketosis or acute sequelae. Outcomes included no medical intervention, no hospitalization, and resumption of downward glucose trend. Investigation included user interview, review of device use, and verification of infusion set type. Investigation of this case revealed no device alarms or observed hardware damage, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.